Event description:
It was reported that during insertion of the sensor the needle broke off. The blood glucose reading is 215 mg/dl. Customer stated that she believed that she did everything correctly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.